Event description:
It was reported that the patient presented due to atrial undersensing four weeks post implant. Fluoroscopy revealed that the lead had dislodged. It was noted that the physician had difficulty keeping the lead positioned at implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.